Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had issues with the usb port. There was no reported impact to customer¿s blood glucose. Multiple attempts were made to follow up on the reported issue; however, a response was not received.